Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, b14 (to capture DHR) corrected: h3. H3, h6 product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the head of the screw was separated from the threaded body. The distal end of the threaded body was also observed deformed. The observed condition of the device can be consistent with a component failure that was caused by exposure to unintended forces. However, with available information a complete potential cause can not be determined. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical procedure, patient variables and/or anatomical considerations. Surgical technique se_808132 rev. Aa was reviewed and the following relevant statement was found at page 19: carefully insert the selected screw, using the appropriate screwdriver, until the screw is countersunk in the plate. Use a light, two-finger approach (thumb and index finger) to insert the screw. To prevent breakage, do not overtighten the screws. Stop immediately when the screw has made full contact with the plate. Overinsertion of the screw beyond its initial contact with the plate may result in breakage or deformation of the screw head. If screw insertion proves difficult, this is most probably due to an insufficiently tapped hole. In such cases, carefully withdraw the screw and re-tap the hole, ensuring that the tap is fully inserted and sufficiently sharp. Replace the screw if the screw or screw head is damaged. If the screw head breaks or the bone strips out during screw insertion, an emergency screw must be inserted. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the rapidsorb cortscr ø2 l4 2u would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part:806.004.02s lot:309l624 manufacturing site: werk bio oberdorf supplier: na release to warehouse date:08 july 2024 expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an epidural hematoma surgery, the screw broke, and the piece was removed. Changed another seven to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There was no surgical delay or adverse consequences to the patient.